Manufacturer narrative:
During initial functional testing, the platform displayed fault code 16 (timeout moving to take-up position) error message. The root cause was due to a defective drive train due to wear and tear. The returned autopulse platform was manufactured in 14 may 2010 ad it is 10 years old, well beyond its expected serviceable life of 5 years. During visual inspection, there was no physical damage observed on the autopulse platform. The archive data review showed no discrepancies. Upon further testing, it was observed that the on/off button of the platform was difficult to press. The root cause was due to defective power button, and power switch cable due to wear and tear. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During investigation on (B)(6) 2020, the autopulse platform (sn: (B)(4)) failed initial functional testing due to fault code 16 (timeout moving to take-up position) error message. No patient involvement.